Manufacturer narrative:
The reported issue of inoperable ipg was confirmed. As received, the device was not running the therapy application software; it was also noted the juno processor was in a stuck state. After manually clearing the stuck processor condition, an attempt to boot the device into therapy app state, using the uep inductive tool was unsuccessful. The, as received, condition of the ipg is consistent with the unrelated surgery that the patient reported having after which, the device no longer communicated. As a result of this finding, actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient¿s ipg was not communicating with external device. Patient underwent an unrelated surgical procedure without placing the ipg into surgery mode. Troubleshooting was unable to resolve the issue. As such, surgical intervention took place on (B)(6) 2020 wherein the ipg was explanted and replaced with a new ipg resolving the issue.

Event description:
Additional information received indicated that therapy has been resumed.